Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. The initial reported event of infection was received on (B)(6) 2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2018-10-31. Information was subsequently received on 2018-08-24 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.